Event description:
Revision surgery - due to the glenoid head separating from the baseplate. Upon removal of the head the surgeon inspected the retaining screw and it did not appear to be broken.

Manufacturer narrative:
The reason for this revision surgery was for the dissociation between the baseplate and glenoid head after nine months in vivo. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr# (B)(4), which resulted from a comparator rather than a visual check on one feature, and all the items were dispositioned to "use as is." This ncmr problem did not affect product function or result in a flaw that could cause the dissociation. A review of the product complaint report history showed a total of (B)(4) glenoid head dissociations from reverse shoulder prosthesis (rsp) baseplates, from a total sales volume of (B)(4) heads ((B)(4) events per year-device). The 40 mm neutral head had a ten times higher dissociation rate of (B)(4) dissociations in (B)(4) sales ((B)(4) events per year-device). At least three of these 9 dissociations resulted from trauma . There was no significant correlation between a few surgeons or patient age with the dissociation rate. Most of these 37 dissociations, however, occurred soon after the rsp installations, with the average duration of patient use of 5.7 months with a standard deviation of 4.5 months (n = 35, with 2 unknown durations). The root cause of the revision could not be determined with confidence. Trauma was not indicated as a contributing factor, and an undamaged retaining screw was recovered. The surgeon thought one of the contributing factors of the dissociation could be that the rsp glenoid rim planer (804-03-056) is sized for removing bone tissue for the 32 mm head, and that larger size rim planers should be available for the 36, 40, and 44 mm heads to prevent bony impingement that may block full seating of the morse taper cone. In the early product release of the rsp system, multiple sizes of rim planers were available for use. Subsequently, a decision was made to use one rim planer, and the surgical technique (030302-001 rev l) section on "glenoid head insertion" was modified to state "as the 36mm -4mm offset, 40mm neutral, and 40mm -4 mm offset glenoid heads are hooded on the inferior portion, excess bone from the medial, inferior margin of the glenoid should be removed using a high speed burr or curved rongeur to ensure that the hooded glenoid head sits flush within the prepared glenoid without impingement." Subsequently, the glenoid head inserter (804-03-051) is used to perform a pull test to verify the morse taper connection. Inventory containment is not required. The rsp surgical technique calls out a procedure to remove excess bone and tissue from the side of the baseplate that may block proper morse taper seating, and it requests a verification pull test to ensure the glenoid head is properly seated.